Event description:
It was reported that implant was removed due to infection. Patient presented with pain and drainage. Patient wished removal. Tooth 29. Symptoms as a result of the event: pain and drainage.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. E1: last name unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.